Event description:
It was reported, "we did a cardioversion yesterday utilizing the new patch 2516m. This patient was also burned with red raised welts where the patch was placed on both the chest and back". Hydrocortisone cream was ordered to treat the patient.

Manufacturer narrative:
The pad pro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The DHR/lhr, device history record/lot history record, review for the device in question, catalog number 2516m, padpro multifunction electrode, lot number y100611-07, showed that this lot was confirmed by manufacturing documentation to have been produced according to current and approved procedures and manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during the manufacturing process. A twenty-four (24) month review of customer complaint history prior to this event, for all padpro mfe's, showed (B)(4). The actual complaint device was discarded by the end-user; therefore, an evaluation of the device has not been conducted. The failure mode cannot be confirmed, and, the root cause cannot be conclusively determined without examination of the actual complaint device. There could be a number of causes either manufacturing or end-user technique related; however, without actual examination of the complaint device this complaint is considered inconclusive. The complaint investigation did not confirm any manufacturing or product defect; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. This medwatch is associated with the following medwatch reports: 1320894-2011-00080, 1320894-2011-00090, 1320984-2011-00092, ((B)(4), end-user submitted), and, 1320894-2011-00094, ((B)(4), end-user submitted). Three (3) additional complaints regarding padpro mfe's, for similar failure mode of minor skin burn from cardioversion, have resulted from this end-user facility. Conmed's marketing cardiology specialist visited this facility to evaluate the situations surrounding these incidents. (B)(6) hospital has made changes within their facility and no other incidents have occurred. Also, no other incidents have occurred regarding padpro mfe's at any other hospital within the (B)(6) hospital group.

Manufacturer narrative:
The device has been discarded by the end-user facility and is not available for evaluation. When a quality engineering evaluation is completed a supplemental report will be filed. Not returned to conmed corporation